Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician turned the device off and then on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log observed the device prompted a battery calibration required message at the start of the event and then was unable to charge multiple times due to a depleted battery. The user power cycled the device and was prompted with another battery calibration message; however, they were able to charge and deliver one shock to the patient. The battery used during the event was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant indicated that the clinician turned the device off and then on to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.